Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that this 21mm pericardial aortic valve, implanted approximately 10 years and one (1) month, was explanted due to aortic stenosis secondary to severe calcification. This valve was originally implanted for aortic valve replacement to treat aortic stenosis and regurgitation at another hospital. After approximately eight (8) years and three (3) months post-implant, hemodialysis was started. After approximately 10 years and seven (7) months post-implant, aortic stenosis suddenly worsened. The valve was replaced with a 25mm edwards pericardial aortic valve. The patient was able to do daily activities and was discharged from the hospital.

Manufacturer narrative:
Evaluation summary: customer report of calcification and stenosis were confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets were thickened and swollen at the free margin near the commissures. Calcification, thickened tissue, and host tissue restricted leaflet mobility and led to stenosis. The free margin of leaflet 3 had a 1mm perforation which was beveled at the outflow aspect. The perforation had similar characteristics to those caused by suture tail abrasion. One suture remained attached near leaflet 1. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was determined that the root cause of this event was calcification on all three (3) leaflets as demonstrated in the device evaluation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.